Event description:
The customer reported the system locked up and failed to produce fluoroscopy xray. No report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as the customer refused service for the system.